Event description:
It was reported that pump alerted ¿system failure¿ while infusing and is no longer able to be used. Operator of the device was lay user/patient. The event occurred at patient home. There was no injury reported.

Manufacturer narrative:
Device was not returned for analysis. No event history log provided. Product not returned. No evidence provided for review. No previous repair was noted for the last 12 months. Based on the review of information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. Unable to confirm complaint as no device was returned.